Manufacturer narrative:
The customer reported complaint was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. During visual inspection, a cracked front cover was observed, unrelated to the reported complaint. The autopulse platform is a reusable device was manufactured in 2013; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. During archive data review, there were no event of the device powering off captured on the reported event date of (B)(6) 2018. However, there was a "battery lost" error message recorded on (B)(6) 2018 and might be related to the customer reported complaint. The platform passed the initial functional testing without any issues. Load cell characterization was performed and both load cells function as intended. The platform was tested with a good known li-ion battery using a 95% patient test fixture and the unit passed the testing without any issues. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Clutch deburring was performed to remedy the sticky clutch. The front cover, and power distribution board were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4). Medical safety assessments: the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform powered off when the patient was placed on the platform and the start button was pressed. The crew then reverted to manual CPR. The patient expired after manual CPR. Customer did not attribute the patient death to autopulse platform. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition and deteriorating health. Reference MFR # MFR # 3010617000-2018-00249 - (B)(4).

Event description:
(B)(6) fire protection received a 911 call for a (B)(6) male patient weighing between 250-300 pounds. The patient was placed on the platform and when the start button was pressed, the unit powered off. The crew then reverted to manual CPR. Good known batteries were used. The battery was indicating three green leds when the status button was pressed. The battery was charged two days prior to the call as the customer does in the past. The customer does not know if any user advisory error message were displayed. The patient has expired. The customer does not attribute the patient's death to the autopulse platform. The patient had deteriorating health.